Manufacturer narrative:
The reported event of the device was non-functioning for greater than 4 years was confirmed. Analysis revealed that the device became non-functional due to battery depletion, with the battery voltage dropping to less than 1 v. Although the device¿s projected longevity was 9.26 years, it remained implanted for an additional 8.22 years. As a result, the battery depleted to the point of the device becoming non-functional during this extended period, exceeding its recommended replacement time by 8.22 years. The device was tested with a new battery and then had normal device characteristics and functionality.

Event description:
It was reported that the patient presented for an explant procedure. The pacemaker was explanted due to unknown reasons. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.